Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead returned in three pieces for analysis. External insulation abrasion exposing the outer coil was noted at 20.2 cm to 21.9 cm from the distal tip. The abrasion was consistent with constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.